Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to remaining implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unknown, unknown liner, lot # unknown; item # unknown, unknown cup, lot # unknown; item # unknown, unknown stem, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04308, 0001822565 - 2018 - 04423, 0001822565 - 2018 - 04424.

Event description:
It was reported that a patient underwent a hip arthroplasty. Subsequently, the patient was being considered for a revision due unknown reasons on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of x-rays submitted. X-ray suggests possible loosening and disassembly of the cup liner. There is also radiolucency along the inferior aspect of the cup suggesting loosening. Possible fracture involving the medial acetabular wall. The femoral component is abnormal in appearance with abnormal angulation between the femoral head and the femoral neck suggesting possible hardware fracture. Significant radiolucency surrounding the proximal femoral component suggests loosening. Superior dislocation is also noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.